Event description:
It was reported that the customer received multiple occlusion alarms. Reportedly, customer's blood glucose level was impacted (150 mg/dl); however, levels were "excellent" the remainder of the day and following day.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant info become available a supplemental report will be submitted.